Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case description: 8120 sn: (B)(4) customer wanted to know if she closed the patient side occlusion will this error code happen. Failure device type: alaris system instrument. Failure problem type: 8120. Failure mode: troubleshooting/ error codes. Case resolution: I explain to the customer that this error code 351.6740 means that the nut is not engaged during the infusion. The lever is not open. So I explain to the customer that if she's starting a occlusion on the patient side then this error code will happen as well. Due to that the nut is not engaging. The customer said ok I understand now thank you and ended the call.